Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing were performed and passed. An attempt to navigate through the rx main menu and sub-menus were performed and passed. An attempt to downloaded screen device information from rx unit was performed and passed. The log was downloaded for review, finding no errors related to the complaint. Confirmation of the complaint was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.